Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the event was resolved on (B)(6) 2016. No further information has been provided.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient's pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient and pharmacological factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that a patient was noted to be anemic when seen by home health. The patient was called and directed to come in as a direct admit. When seen early on the morning of (B)(6) 2016, that patient was asymptomatic with no shortness of breath and no orthostatic symptoms. A computerized tomography (CT) of the patient's chest, abdomen and pelvis was not able to indicate the cause of the patient's anemia. He was treated with four units of packed cells with improvement in his hemoglobin (hgb) and hematocrit (hct). Of note, the patient is reported to be chronically ill with ongoing driveline (dl) infection, recurrent sepsis, chronic renal insufficiency and chronic pain. He requested to be made a do not resuscitate/intervene and his implantable cardioverter defibrillator was turned off. He was discharged home on (B)(6) 2016 with no evidence of bleeding. The patient's medical team feels that the patient's anemia is related to his chronic illness and/or a slow gastrointestinal (gi) bleed. The event was reported to have been resolved on (B)(6) 2016. The primary investigator reported that the event was related to the patient's condition and unrelated to the study device or to the implant procedure. No further information has been provided.